Event description:
It was reported that the patient faced an event where an adhesive patch and cannula housing got detached from spring prior to insertion because the tubing was placed in the notch prior to pulling back (cocking) the spring. Blood glucose level was high at the time of the event and patient took correction injection via multiple daily injection (mdi) and patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Name: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.